Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated when they put the insulin in the insulin pump the numbers would keep going and would stop. Customer stated replacing the battery and the keypad became unresponsive. The customer also reported battery out limit. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time did not advancing. The customer was advised to remove the current battery then insert a new battery per IFU advised to monitor the pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur. Customer stated already did that before the call inquired if time advances on pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on down arrow button. No button error alarm, time clock anomaly and frozen screen noted during testing. No ramping numbers noted on the display. Unable to confirm unexpected battery out limit alarm, low battery alert and unable to perform any tests due to button unresponsive. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted.